Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she had been hospitalized back in (B)(6). Customer's blood glucose level was over 500 mg/dl at the time of the emergency room visit. Customer was hospitalized on (B)(6) 2013 and was admitted due to diabetic ketoacidosis. Customer was wearing the pump at the time of the emergency room visit, but had to remove it when she was transferred by ambulance. No additional information provided.